Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle does not come off the unit and some parts were damaged. The comb, carrier guide, gear pack, ball detent, bearing pack, side plates, and bottom roll were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that at kit inspection the mesher did not produce a proper mesh. There was no patient involvement with no harm or delay. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.